Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the appendage perforated while in ball form with a 31mm amulet device, patient had moved they lost the sight of ball on transesophageal echocardiogram (tee). The physician mentioned the ball was embolized through something, ball was identified in pericardial space, and a pericardiocentesis was performed with little success of draining, but patient went pulseless and dropped pressures and cardiopulmonary resuscitation (CPR) was performed and surgery called. The device was attached to the delivery cable and it got removed. The patient was noted to have a cardiac tamponade. The chest was opened with sternotomy, appendage was clipped, lesion continued to bleed due to perforation being extremely proximal in the appendage, sutures were then used to close appendage and appendage perforation. Chest tube was placed and patient was left open chest with a vacuum-assisted closure (vac) was placed to remove any further bleeding in the pericardial space. The perforation was noted on the side of the appendage near the left circumflex artery and some additional leakage of blood was still present after surgery. Another sternotomy was performed for bleeding. The patient was reported stable and getting some rehabilitation form the hospital.

Manufacturer narrative:
It was reported that the appendage perforated while in ball form during procedure as the patient moved and the sight of ball was lost on transesophageal echocardiogram, while device was still connected to the delivery cable. Reportedly, the ball was identified in pericardial space, a pericardiocentesis was performed with little success of draining, but patient went pulseless and dropped pressures and cardiopulmonary resuscitation was performed. The patient was noted to have a cardiac tamponade. The chest was opened with sternotomy, appendage was clipped, lesion continued to bleed due to perforation being extremely proximal in the appendage, sutures were then used to close appendage and appendage perforation. The perforation was noted on the side of the appendage near the left circumflex artery and some additional leakage of blood was still present after surgery. Another sternotomy was performed for bleeding. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident is consistent with operational difficulties. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.